Event description:
It was reported that when the physician was about to start the procedure by inserting the delivery device in the patient, it was found that the portion of the device that goes inside the patient was detached. The event occurred outside the patient and the device was not used; another delivery device was used to perform the procedure without reported complications.

Event description:
It was reported that when the physician was about to start the procedure by inserting the delivery device in the patient, it was found that the portion of the device that goes inside the patient was detached. The event occurred outside the patient and the device was not used; another delivery device was used to perform the procedure without reported complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this delivery device underwent a thorough analysis. The device was received already disassembled and it was visually examined. The shaft was found to be detached from the bearing, and the bearing was still in the handle; adhesive was identified in the shaft bearing. The polyetherether ketone (peek) tubing was also kinked and the syringe was not returned for analysis. Due to the damage and the device being returned already disassembled, mechanical and functional tests were not performed. Based on the information available and analysis results, the reported clinical observation of tip detachment was confirmed, this could have been caused by non conformance with the adhesive that supposed to bond the shaft with the bearing.